Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned